Manufacturer narrative:
Upon investigation of the actual device used in this incident the device's logs confirmed that the station's application was crashed and went black screen due to a power related, kernel error. Customer moved a power cable into a different power jack on the wall to resolve and no further issues reported since then. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen went black during a procedure. Customer moved the station to a different power outlet to restore its functionality and requested the manufacturer to investigate the device's logs to determine the cause of this issue. The customer confirmed that there was no patient harm, and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1 d4 UDI, d5 unknown, e2, e3, g2, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's logs confirmed that the station's application crashed and went black screen due to a power related kernel error. But the customer moved a power cable into a different power jack on the wall to resolve. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system screen went black during a procedure. Customer moved the station to a different power outlet to restore its functionality and requested the manufacturer to investigate the device's logs to determine the cause of this issue. The customer confirmed that there was no patient harm, and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.